Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -11.5/4.0/93 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault. Reportedly, "issue resolved."

Manufacturer narrative:
(B)(4).